Event description:
It was reported that this pacemaker triggered an alert due to a false high ventricular rate that showed ventricular oversensing of noise. This led to atrial and ventricular pacing inhibition lasting 3.5 seconds during sensor pacing at 130 beats per minute. It was noted that the issue has been intermittent since 2022. The patient has underlying sinus rhythm with minimal pacing (30%). It is intended that the patient will be brought into clinic for further review. This device and the related right atrial and right ventricular leads remain implanted and in service. No adverse patient effects were reported. Additional information: further information was provided from the field which indicated that the patient's device was interrogated in march, and the lead test results were satisfactory. Programming changes were made to the device, and the automatic gain control was adjusted. Since the programming changes were made, there has been no further episodes of ventricular tachycardia events occurring due to oversensing of noise or crosstalk on the ventricular electrogram. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered an alert due to a false high ventricular rate that showed ventricular oversensing of noise. This led to atrial and ventricular pacing inhibition lasting 3.5 seconds during sensor pacing at 130 beats per minute. It was noted that the issue has been intermittent since 2022. The patient has underlying sinus rhythm with minimal pacing (30%). It is intended that the patient will be brought into clinic for further review. This device and the related right atrial and right ventricular leads remain implanted and in service. No adverse patient effects were reported.